Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing and when programmed to being more sensitive the lead would oversense far field r-waves (ffrw). It was also suggested that the patient's implantable cardioverter defibrillator (ICD) had delivered an inappropriate therapy. Follow-up acknowledged that the physician stated the patient has a history of atrial tachycardia (at)/atrial fibrillation (af) and felt the patient did receive an inappropriate therapy for atrial flutter when the device detected the arrhythmia as a ventricular fibrillation (vf) episode. Reprogramming was completed and both the ra lead and ICD remain in use. No further patient complications have been reported as a result of this event.